Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made to h6 (investigation type, investigation conclusion) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Material # 329505 material description - pen needle autoshield duo 30gx5mm material lot# - 4131007 complaint description ¿ safety needle on insulin pen did not retract and after nurse provided dose of insulin, nurse lifted it and poked herself which went through glove and caused small amount of blood on thumb. Notes - attached spreadsheet shared by the customer for further reference. No photos were shared by customer.